Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
Facility reported that during a podiatry case, the drill stopped working midway through the procedure. The facility reported that 2 new hose were purchased and switched out. It was realized that the problem was the hand piece. The procedure was successfully completed by hand. No patient injury was reported. There were no delays in the surgical procedure due to reported event. No medical intervention required. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. DHR not available as device is older than 13 years. The reporters complaint that the unit does not run was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.